Event description:
The orsiro mission was selected for treatment of a mildly to moderately calcified lesion (75% stenosis degree) in a severely tortuous part of the lad at the bifurcation to the first diagonal branch. Due to severe calcification and hardness of the lesion, the balloon ruptured during the first dilation, resulting in incomplete expansion. The procedure was completed by replacing the stent with one from another company.

Manufacturer narrative:
Combination product: yes.